Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. Corrosion was observed through the bottom housing of the device. The top housing was observed to be damaged from post use. Initial attempts to download the data were unsuccessful, the measurement of all three batteries were lowered than expected. An external power supply was used to power the device with three volts but this attempt was unsuccessful in retrieving the download data. The pcb board was removed from the pod chassis and connected to the power supply with three volts. However, this proved unsuccessful as well. Corrosion was observed on multiple components including the batteries, ratchet gear, tube nut, lead screws, and the pcb. During fluid path testing, fluid was observed above the o-ring. Due to the corrosion seen to the tube nut, ratchet gear, and lead screws, it appears as though the leak came from the faulty o-ring. However, the investigation was compromised due to the post use damage observed on the device. Damages were observed on multiple internal components, these damages aligned with the damages observed on the top housing, indicating post use damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the hip/buttocks area between 36 and 48 hours. Hyperglycemia treated by applying a new pod and bolus.